Manufacturer narrative:
Follow-up #1: date of submission 10/09/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/26/2015 with the following findings: on examination, the keypad was intact without damage. On investigation the contrast and up arrow buttons demonstrated intermittent unresponsiveness. The remained of the buttons had normal response. The keypad cover was removed for investigation and revealed contamination on the contacts of the keypad buttons. Investigation duplicated the complaint. Unrelated to the original complaint, the display screen was noted to be dim and the battery compartment was noted to be cracked at the threads on the side. The battery cap returned with the pump for investigation had stripped threads and was not able to fit onto the pump properly for investigation. Therefore, as test cap was used to complete the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.